Manufacturer narrative:
Other, other text: b3: date of event unknown one infusion pump was received for evaluation. Visual inspection found tamper seal broken, top case is damaged in both front corners. Event history log shows "battery communication timeout". Power up process and occlusion tests performed to verify the reported issues. There is no rj 45 (registered jack) on any of the boards. At power up, the pump alarms battery communication timeout. The cause of the reported problem is a combination of battery and interconnect board not working as intended. The repairs done were to replace the interconnect board and battery, and all other damaged or worn components. Device was calibrated, and functional testing performed and passed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported the device exhibits a battery timeout error and the rj 45 (registered jack) is not working. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.